Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discordant duplicate glucose (glucm) results generated by unicel dxc 600 synchron clinical system for one patient sample. The initial result was 87 mg/dl and the re-run result was 101 mg/dl. The result of 101 mg/dl was reported. There was no effect to the patient or to the user.

Manufacturer narrative:
No service call was initiated or requested. The local bci field service engineers continue to monitor this account. A root cause has not been determined for this event.